Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found 2-pole ribbon cables were defective and beginning to separate in the reported problem area of the pipette assembly. The cables were replaced. The instrument was inspected, tested without further problem, and returned to service.